Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the main switch remaining in the ¿on¿ position could not be identified. However, it¿s likely the cause is related to a faulty/old version main switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed due to main switch being stuck in on position. In addition, the top cover was corroded. The bottom chassis was corroded. The video connector latch was worn causing poor connection with pigtails. It was recommended the software be updated to 4.10 version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii video system center on button was stuck and would not turn off during preparation for use. There was no report of patient harm associated with this event.